Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (haemorrhage).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Two days post index procedure the patient was rehospitalized and a colonscopy showed diverticulosis. The patient was treated with medication. The investigator indicated that the reported event was unrelated to the study device.

Event description:
Patient suffered gi bleed approximately 1 month post index procedure. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (haemorrhage). (B)(4).